Event description:
Dealer called stating that the rear seat guide on the tran19fr transport chair allegedly came off the chair. No injury. The malfunction has not been confirmed. Product is not being returned for an inspection.